Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code e315 occurred due to faulty maj-1430. Additionally, for the "no image" event, a root cause could not be identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the field service engineer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was performed with the technical assistance center (tac). The customer was advised to disconnect the maj-1430 cable when using the 190 series scopes. The customer reported that the issue was resolved when the cable was removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center received an e315 scope error code when using the 190 series scope. There was also a loss of image. The issue was found during an unknown diagnostic procedure. There were no reports of patient harm.